Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2018- 4293, 1627487-2018- 4295. The patient is implanted with three leads and the manufacturer is unable to determine which lead is liable. It was reported the patient had been receiving ineffective stimulation after suffering a fall. As a result, the patient underwent surgical intervention to reposition the leads on (B)(6) 2018.